Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed, the right ventricular (rv) lead exhibited failure to capture. Chest x-ray was performed and confirmed rv lead dislodgement. The physician opted to explant and replace the lead on (B)(6) 2021. There were no patient consequences.